Event description:
It was reported that the upper endplate of the mobi-c implant seemed loose and had more mobility than is normal when loaded on the inserter. Another mobi-c implant of the same size was used to complete the procedure. There was no associated patient impact reported.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
UDI of the product: (B)(4). Without a product return, no product evaluation can be conducted. As reported : during a mobi-c p&f us surgery, the upper cobalt chrome endplate seemed a little loose, more mobile than usual when it was loaded on the inserter before surgeon tried to implant it. He did not feel comfortable putting in the patient. The surgery was delayed for 5 minutes, no other patient impact reported. The surgical technique was followed, and implant was threaded just until full contact was achieved. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, it is assessed that the event is not device related: little play is normal between prosthesis & peek jaws as mentioned in surgical techniques (step 9) . As product was not returned, this play cannot be quantified. The investigation found no evidence to indicate a device issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Device evaluated by MFR: product not returned.

Event description:
Mobi-c p&f us: upper endplate seemed a little loose. During a mobi-c p&f us surgery, it was reported the upper cobalt chrome endplate seemed a little loose, more mobile than usual when it was loaded on the inserter before surgeon tried to implant it. He did not feel comfortable putting in the patient. The surgery was delayed for 5 minutes, no other patient impact reported. Product was not returned to manufacturer for examination.